Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2024. On the day of the event, the patient slipped and fell out of bed. The patient¿s spouse could not carry the patient on his own. Therefore, he called emergency medical services (ems). Once ems arrived, the patient¿s cgm was reading 290 mg/dl, while the bg meter was reading 400 mg/dl. Ems provided, the patient with an insulin injection and left the patient to recover at home. A short time later, the patient started experiencing severe confusion, so the patient¿s spouse called ems again. Once ems arrived the second time, the patient¿s cgm was reading 300 mg/dl and the bg meter reading was 500 mg/dl. At this time, ems transported the patient to the emergency room (ER.) The patient was treated with an unspecified IV, insulin, aspirin and oxybutynin. She was discharged home after 24 hours. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.